Event description:
During endoscopy, fragment of what appeared to be a narrow gauge wire noted to prolapse from tip of scope. Biopsy forceps placed alongside wire fragment grabbed and pulled into scope. A 2.5 cm wire fragment retrieved from scope. Scope and wire fragment sent to olympus for examination. Scope withdrawn from pt and endoscopy completed with no harm to pt.